Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a low out of range shock impedance measurement of 22 ohms following delivery of a 10 joule shock. It was reported that the patient was very thin. Boston scientific technical services (ts) discussed potential causes. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.